Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patients mentioned in the journal article. Initial reporter - the article was written by I. Kostensalo, m. Seppänen, k. Mäkelä, j. Mokka, p. Virolainen, j. Hirviniemi. Product location unknown.

Event description:
Information was received based on review of a journal article titled, "early results of large head metal-on-metal hip arthroplasties," which aimed to analyse the short term results and complications of metal-on-metal prostheses. Three patients identified in the article underwent a hip revision procedure due to acetabular fracture; malpositioning may have contributed to the events. There has been no further information provided and the patient outcome is unknown.